Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 37651, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a 400 hotline regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that starting on an unknown date the patient's charger was only charging the implantable neurostimulator (ins) up to 50%. The cause and the product at fault were stated to be unknown, but were under observation. It was confirmed that the patient was receiving normal treatment without any influence from the event. The event was stated to be resolved at the time of this report. Follow-up is being conducted to obtain clarification of the conflicting resolution as it was noted that the device was under observation and no actions/interventions were taken to resolve the issue. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's issue is still being observed, with the cause of the implant only charging to 50% remaining unknown. No further complications are anticipated.